Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. No needle or suture defects were noted.

Event description:
It was reported that a patient underwent cesarean section on (B)(6) 2013 and suture was used. During the procedure the needle pulled off the suture. The needle was retrieved immediately. The surgeon changed to another like device to complete the procedure. There were no adverse patient consequences.